Event description:
It was reported that pump displayed malfunction alarm after pump may have been bumped while customer was sweating heavily. There was no adverse impact to the customer's blood glucose level. Customer was unable to reset pump at time of call because charging pad was not available and planned to call back later to complete reset, and no additional information was received regarding further actions or outcome of event.